Manufacturer narrative:
The investigation into the reported low pump flow has been completed. Product was not returned for review. Data logs confirmed the failure mode. Data showed pump was started on p-9 with flow was in specification (3.1 l/min) for about six minutes then decreased gradually to 1.5 l/min. P level was changed to p-6 after that but the flow was not improved. Pump then was run on p-2 with flow about 0.9 -1.0 l/min to the rest of the case. The root cause of the low flow was unable to be determined as no product was returned for reviewing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was running as expected and then started developing suction alarm that could not be resolved. Went through troubleshooting steps and could not be resolved. Replaced with new pump and performed as expected. Patient was stable post replacement.